Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose at time of incident was 400 mg/dl. The customer reporting about getting a loss of communication on the new transmitter. Customer would not like to review alerts. Customer states there was no damage to the connection bridge or pins. Customer states the transmitter led blinked on and off. The transmitter will be and other devices will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode was not active at the time of the reported incident.